Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr) and leaflet prolapse. All devices were used per instructions for use (IFU). The xt mitraclip was successfully placed and the device functioned as intended. Following, a single leaflet device attachment (slda) of the anterior leaflet occurred. An additional clip was deployed to stabilize the slda. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment was unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.